Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00-8753-052-02 lot number: 63919258 brand name: trilogy cup, unknown stem, unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -00032, 0001822565 -2019 -00036. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip arthroplasty the liner was found not seating in the cup, no impact to the surgery or patient was noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
No further event information available at the time of this report.